Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: on investigation, the display was noted to be dim, faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim, pink, and difficult to read. The reporter identified this issue as occurring one to two months ago. This complaint is being reported because the issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.